Manufacturer narrative:
(B)(4). This medwatch is being filed to relay additional information. It was reported that the dermatome hand piece failed to connect to the hose during surgery. The hose end would not push passed the o-ring on the hand-piece. On november 30, 2017, it was clarified that when the technician and the doctor tried to connect the sterile hose to the handpiece they were not able to. They mentioned the hose end would not push pass the o-ring. After the case was aborted, the circulator and or coordinator tried to connect the device but were unsuccessful. They had finally had the anesthesia doctor who was finally able to connect the two ends. The surgery was rescheduled, and again the device was unsuccessful with the connection of the hose and handpiece. The same anesthesia doctor was finally able to connect the two ends. The first time this occurred it was during the case when the device was harvesting. The second time this occurred was before the case, before the patient was even in the room. The event was not related to the surgical technique. The blade was properly placed. The dermacarrier was at room temperature at the time of the event. The device was not repaired by anyone other than zimmer biomet surgical. During the first case, the surgery was delayed 20 minutes. The customer returned an air dermatome device for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome as documented in the repair reports. Initial qa inspection of the air dermatome on november 28, 2017 revealed that the o-ring was dry and chipped. The calibration was within specifications and the device met all test requirements. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the seal and retaining ring. Air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection there was no mention of the connection between the hose and the handpiece. The root cause of the failed connection between the hose and handpiece cannot be specifically determined with the provided information since there was no mention of the connection between the hose and handpiece during initial inspection. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that at the moment of harvest, the technician and doctor were unable to connect the sterile hose to the hand piece. The hose end would not push past the o-ring on the hand piece. The case was then aborted and rescheduled for a different day. Following this cancellation, hospital staff attempted to connect the devices but were unsuccessful. An anesthesia doctor was finally able to connect the two ends. Though the patient was unnecessarily placed under anesthesia, no further adverse events have been reported as a result of this malfunction.